Event description:
One jaw tip of adson clamp broke off while doctor was trying to use it to remove hip cup insert. He said he sucked up the broken tip with the suction. X-ray was called when closing. X-ray of left hip taken and read by radiologist. Results given to doctor as negative for adson clamp tip.